Event description:
The complainant alleged that during incoming inspection of the device they observed a "paddle fault" message. The complainant indicated that there was no pt involvement with this reported malfunction.